Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03575. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. However, the device was recaptured and deployed again. After the second deployment of the 24mm watchman ® laa closure device, the patient experienced bradycardia. The procedure was stopped. Coronary angiography revealed air in the aortic arc and in one of the coronaries. After the physician aspirated approximately 50ml of air, no more air was visualized. The patient woke with no neurological issues and was in stable condition. Post procedure the x-ray images were reviewed and air was noted to have occurred after the full recapture of the 24mm watchman ® laa closure device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) and watchman access sheath (was). There was blood in the lumen. The tip, implant and shaft were examined. One of the tri-cut sections of the tip was folded in the lumen. There were numerous kinks throughout the shaft. Functional testing of the valve confirmed the ability to completely close the valve with minimal force. Water was injected into the wds by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The implant was received in the lumen of the wds. During analysis the implant was deployed. Analysis found that a piece of the was was connected to a bent anchor on the implant. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that air was noted on x-ray images after the second deployment. It is not known how air was introduced into the patient. No air was visualized in either watchman device. It was noted that 800ml of saline was administered to the patient due to low la pressure reported as 0mmhg.